Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On an unknown date, approximately 10 years ago, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak was suspected, but it was not confirmed. On (B)(6) 2021, the patient underwent reintervention. Additional stent grafts were deployed to extend bilateral limbs distally. During the procedure, a type ii endoleak was observed near the bifurcation of right iliac artery. The patient will be monitored. The patient tolerated the procedure.